Event description:
Procedure: low anterior resection. According to the reporter: upon the second and third activation the device did not cut. The grip force was weak and it was difficult to cut/coagulate the tissue. A new device was opened to complete the procedure. There was no bleeding. The case was not extended by more than 30 mins. There was no unanticipated tissue loss, and nothing fell into the pt's cavity.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.